Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One 3i t3® non-platform switched tapered implant (bost3213) was returned for investigation. Visual evaluation of the as returned product identified damaged internal drive feature and signs of use (bone/blood residue) around the external/internal threads due to usage. Functional testing was performed with an in-house mating device. The implant failed the functional test. Pre-existing condition noted in the per was 'low bone density ¿ type IV'. The device was intended for tooth # 24 (fdi). Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h - july 2021. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, improper techniques may lead to device failure. DHR review: DHR review for the lot (2021031151) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2021031151) for similar events (complaint category keywords: damaged drive feature) and no other complaint was identified. Post market trending review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
It was reported the threads (internal hex) of the implant were damaged. Doctor indicated that during the implantation attempt using the implant driver tip and then the h-tirw, it was not possible to insert the implant into the bone due to the damaged thread. The doctor completed the procedure placing an implant with the same parameters

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).